Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va07bnj, implanted: (B)(6) 2013 product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called to report they had a healthcare physician (hcp) appointment on (B)(6) 2019 at 12:45 pm and they wanted a manufacturer representative (rep) to be there for reprogramming. The patient reported they had never been satisfied with the therapy and noted that during the trial they had gone from 39 urinations in a day to 9. The patient stated that this goal had never been attained during the permanent implant/they had never really had therapeutic effect. The patient stated they had gone to follow up appointments with their healthcare physician (hcp) at the time and the hcp told them it was just stress incontinence. The patient had a replacement surgery in the ¿fall¿ (documented as (B)(6) 2018) for normal battery depletion which is when the patient was told they had a fractured lead/they currently had a fractured lead and noted they had not had any falls or trauma. The patient reported they could only have 3 programs and that they only had access to 1 program. They stated they had been mainly using one specific program (program 1) but that they would sometimes change programs since their body would get used to the program they were on. The patient stated that now the program 1 was going ¿haywire.¿ patient services asked the patient to clarify this statement and the patient stated their body now had gotten used to this program. The patient reported they had tried increasing stimulation on program 1 to 3.2v but they reached the upper limit. The patient noted they had not tried the other programs because it wouldn¿t allow them to increase. The patient was walked through how to change programs while on the call and the patient confirmed that they had not been activating the program before trying to increase, which was why they couldn¿t increase. The patient then tried program 2, program 3 and program 4 on the call and they confirmed they had been reaching the upper limit at 1.0v on all 3. The patient reported they did not feel stimulation on any of them. The patient was then redirected to follow up with their healthcare physician (hcp) to discuss next steps for programming. The patient mentioned their medical history of both prostate cancer resulting in having their prostate removed as well as their having a sling put in. There were no further complications reported.